Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "pressure sensor autofailed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "pressure sensor autofailed" error message. During troubleshooting, it was noted that the device had a 1109 error code ((cbit) check vent: machine pressure sensor auto zero failed) in the event log. The customer was provided with the latest version of the service manual (version t). The rse provided the customer with the following instructions, verify pin alignment between the solenoids and data acquisition (da) board, replace the machine auto zero solenoid (2 and 4), replace the da board. The customer was provided with the part numbers for replacing the solenoid valves, and da board. Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.